Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with intravenous levofloxacin (discontinued two days after initiation, dose unknown, frequency not reported), intraperitoneal (ip) cefepime (500 mg per liter of pd fluid, discontinued four days after initiation). Ip cefazolin (125mg/l of pd fluid, frequency not reported). At the time of the report, the patient was recovering from the event. The patient was discharged seven days after hospital admission and was instructed to continue the cefazolin therapy for another 14 days. The nurse reported that 15 days after event onset ¿there was no signs and symptoms of peritonitis¿. No additional information is available.